Event description:
It was reported that this device was explanted due to notification from the battery replacement indicator. The physician stated that based on the date of implant, this appeared to be an abnormal depletion rate. The unit is expected to be returned for a longevity analysis. Another boston scientific device was implanted without adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared the early replacement indicator, earlier than previously estimated. Of note, this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted due to notification from the battery replacement indicator. The physician stated that based on the date of implant, this appeared to be an abnormal depletion rate. The unit is expected to be returned for a longevity analysis. Another boston scientific device was implanted without adverse patient effects.